Event description:
Pt status post-im nailing procedure on (B)(6)-2010 returned to surgeon. It was discovered there was a post-operative medial migration of the helical blade. The surgeon removed the hardware (B)(6) 2011. Pt was revised to total hip replacement. This is four of four reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.